Event description:
The reporter states, that she obtained the blood glucose comparison of 156 mg/dl and 62 mg/dl on the accu-chek compact meter within 10 mins. No reported actions taken. No adverse event reported. New system sent the customer and return requested.